Manufacturer narrative:
The customer reported the device is not available for return. Therefore, no root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault while connected to a patient. The patient was removed from the suspect device and place on another ventilator. The customer confirmed there was no patient harm associated with the reported event.